Manufacturer narrative:
The investigation was completed on 27-may-2024. It was reported that a patient underwent a redo atrial fibrillation paroxysmal procedure with a carto® 3 system and a map shift with no error message and no cardioversion performed issue occurred. No patient consequences. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported map shift was caused due to high metal values during mapping bellow warning level. The issue is related to a defect. The defect is being handled per defect management process. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #29126, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation paroxysmal procedure with a carto® 3 system and a map shift with no error message and no cardioversion performed issue occurred. They had severe map shift on the right atrium, but the carto did not send any alert, warning, or error message. It happened at the beginning of the procedure and the physician noticed it when she wanted to reposition the coronary sinus (cs) catheter. They could not resolve the issue, so they used fluoroscopy. Five minute delay due to the troubleshooting. Procedure completed. No patient consequences. Additional information was received on 17-jan-2024. The issue occurred during mapping at the beginning of the procedure. The physician is used to map the right atrium and the coronary sinus first before she performed the transseptal puncture into the left atrium. The cs catheter dislocated out of the cs and she tried to reposition the catheter and that was the moment she realized that there must be a severe map shift. The difference was several mm, maybe up to 1 cm. Did not measure the distance in the carto® 3 system. The physician did not perform cardioversion prior to the map shift. The physician just checked for a pericardial effusion, but the caller stated this should not put so much pressure to lead to a map shift. The carto® 3 system did not recognize the shift. This event was originally considered non-reportable, however, bwi became aware that this map shift was with no error message and no cardioversion was performed on (B)(6) 2024 and have reassessed the event as reportable.